Manufacturer narrative:
In the case description, the user mentioned being stuck in a loading screen loop at step 19 of 29. Upon turning on and unlocking the returned controller, it was observed that the application booted up and loaded to step 19 of 29 before the app restarted and starting loading again at step 0, only to reach 19 and restart again. The debug version of the application was installed to pull android log files. The debug version of the app was opened and the issue replicated, however an app not responding message was generated which provided the option to wait for the app to respond. The dialog appeared several times with the wait option being selected each time before the app broke out of the loop and completed initialization. The debug logs showed that, while the app was stuck on step 19 it was attempting to purge records. A significant number of records were required to be purged before the system could continue initialization. Inspection of the production android log files showed a large number of records to purge during initialization and confirmed the application attempting to perform a similar record purge before the application restarted. The production version of the application prevented the purge of the records due to the amount of time it takes with no response, which resulted in the app restarting once time allowed for initialization was reached. The exact cause of the records increasing without the purge being triggered could not be determined from the available logs.

Event description:
It was reported that the patient visited the emergency room with hyperglycemia. The patient's blood glucose levels reached 371 mg/dl while wearing a pod. The controller reportedly got stuck on the loading screen therefore, the patient was unable to program bolus insulin delivery. Symptoms reported include dehydration, nausea, stomach pain and fast heartbeat. The patient was treated with insulin, fluids and an intravenous (IV) of unknown contents. The patient was discharged 4 hours later.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.